Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an endoscopic biliary drainage (ebd) procedure. According to the complainant, resistance was felt when the outer sheath was retracted to release the stent. The outer sheath became stretched after being forcefully retracted; however, the physician was able to release the stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).